Manufacturer narrative:
The software version is 3.03.17. The investigation is ongoing.

Event description:
We received an allegation of a software malfunction in the cobas infinity lab core license 3.x. The reporter stated that the rule that adds a result to test number 55 (hcv-res) and deletes the tests hcv-val and hcv-log was not executed and an incorrect result was released to their laboratory information system (lis). The reporter detected the issue in the lis; no patient was harmed.

Manufacturer narrative:
The customer was not able to provide the cobas infinity's exception traces at the time of the event. The investigation could not confirm the reason why the rule was not triggered as expected in the instrument. The investigation determined that the event could not be verified as a software issue in cobas infinity. The investigation did not identify a product problem.